Event description:
It was reported via repair work order that the brakes would not engage due to damaged crank/cam brass insert. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes were not holding due to damaged crank/cam brass insert. After the crank was replaced, it was then found that the brakes were not engaging due to the steer cable being misaligned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental report as investigation concluded that the brakes were not holding due to damaged crank/cam brass insert. After the crank was replaced, it was then found that the brakes also were not engaging due to the steer cable being misaligned.